Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during pre delivery inspection that the cardiosave intra aortic ballon pump(iabp) regulator pressure is unstable. The patient was not involved.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.